Event description:
The patient had two model 3186 leads from the same lot implanted as part of her scs system. It was reported one of the patient's scs leads was fractured thereby leading to ineffective stimulation for the patient. Surgical intervention took place at which time the patient's lead was explanted and replaced. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
Results: complaint was confirmed for high impedance. As received, the microscopic inspection of the lead body segment revealed a lead breakage with all wires broken and a compression mark. The breakage is consistent with overstress condition the lead was subjected while in patient body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.